Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. Visual examination found no malfunctions.

Event description:
Related manufacturer reference number: 2017865-2021-37856. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.